Event description:
In 2009, the pt's mother reported that this morning the pt had a blood glucose reading of "hi" with his normal range being 90-105 mg/dl. She stated the pt did not test his blood glucose prior to breakfast and so she is not sure if the bolus amount given for breakfast was correct. Troubleshooting did not find any product issues. On follow-up, the mother stated the pt is still experiencing some blood glucose concerns. She was advised to contact the pt's doctor to discuss this. No product will be returned for evaluation.

Manufacturer narrative:
Results: no product will be returned for evaluation.